Event description:
A malfunction was reported on a customer's pump. There was no reported adverse impact to the customer's blood glucose level. The customer reset the pump themselves, resolved the issue, and was able to continue using it without recurring problems. Customer technical support instructed the caller to reach out if the malfunction code appeared again, and the caller acknowledged and understood these instructions.